Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ needle was clogged. This was discovered during use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. It was reported the needle was clogged. The reporter stated that on (B)(6) 2019, a staff member had withdrawn the medication with the supplied filter needle but had screwed on the clinic's own stock of the injection needle, bd 30g syringe. The reporter stated that the bd needle had clogged. The reporter denied any adverse events or missed doses due to this event. The reporter did not have the box available. The empty vial, needle, and syringe are available for retrieval. The reporter was instructed to retain the product for retrieval. No further information was available at the time of this report.

Event description:
It was reported that unspecified bd¿ needle was clogged. This was discovered during use. The following information was provided by the initial reporter: material no. Unknown; batch no. Unknown. It was reported the needle was clogged. The reporter stated that on (B)(6) 2019, a staff member had withdrawn the medication with the supplied filter needle but had screwed on the clinic's own stock of the injection needle, bd 30g syringe. The reporter stated that the bd needle had clogged. The reporter denied any adverse events or missed doses due to this event. The reporter did not have the box available. The empty vial, needle, and syringe are available for retrieval. The reporter was instructed to retain the product for retrieval. No further information was available at the time of this report.

Manufacturer narrative:
H.6. Investigation summary: bd product used with another manufacterer's product, regeneron eyelia kit. Kit did provide its own original filer. Kit did not provide bd filter. Customer used a bd filter in conjunction with the regeneron kits materials. Issue reported to the kit manufacturer for due diligence. Bd part and lot number is unknown. This event involved a non-supplied component, not a component from eylea kit. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. H3 other text : see section h.10.

Event description:
It was reported that unspecified bd¿ needle was clogged. This was discovered during use. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. It was reported the needle was clogged. The reporter stated that on (B)(6)2019, a staff member had withdrawn the medication with the supplied filter needle but had screwed on the clinic's own stock of the injection needle, bd 30g syringe. The reporter stated that the bd needle had clogged. The reporter denied any adverse events or missed doses due to this event. The reporter did not have the box available. The empty vial, needle, and syringe are available for retrieval. The reporter was instructed to retain the product for retrieval. No further information was available at the time of this report.

Manufacturer narrative:
Investigation summary: one (1) sample was provided by the customer for investigation in an opened blister pack. The returned sample was visually examined and it was observed that the returned sample was clogged as light was not able to pass through the sample. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Based on the investigation conclusion bd was able to confirm the condition reported by the customer as returned sample was found to be clogged as light was not able to pass through the sample. As this occurrence would not exceed the acceptable quality level (aql) for the batch no corrective or preventative actions are proposed in the scope of this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.